Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. Cracked battery tube thread noted. Insulin pump received with intermittent button response due to flattened dome switch on up arrow and down arrow button. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen was hazy and the down arrow button will occasionally stick. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. Cracked battery tube thread noted. Device received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board.